Manufacturer narrative:
No previous service history was found. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was received in with a bent front panel at the top right corner and the tidal volume knob was crooked due to a bent rfv spindle. Internal inspection also found a cracked timing valve cap. Functional testing found the device did not cycle at any time after powering on due to the damaged timing valve cap on the input manifold. Replaced rotary flow valve and re-shaped front panel along with the bottom chassis. Installed new MRI battery, sintered filter, and o-rings for preventive maintenance. Adjusted patient pressure cycling led to tolerance. The root cause of the reported issue was found to be user interface.

Event description:
It was reported that the ventilator does not cycle off once turned on. The ventilator was removed from service and circuit disposed of. With a new circuit on, he ventilator was still showing same error. The problem was found while on a patient, no adverse effects.